Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation and the reported event could be confirmed. The device was manufactured in 2015. The device returned was confirmed broken due to wear and tear. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the anthology¿ stem inserter device has broke due to wear and tear over the years of use. No case involved; therefore, no patient involvement.